Manufacturer narrative:
No patient information provided.

Event description:
Caller reports that during a correlation study the following coaguchek s / laboratory results were obtained: patient #1: 3.4 inr / 2.38 inr, patient #2: 1.6 inr / 2.5 inr. No treatment information provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. Replacement sent.